Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of activation failure, stretched helix, and connection problem were not confirmed. The leadless pacemaker was returned for analysis. Visual inspection found no anomaly on the inner or outer helix, the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the physician had difficulty loading the leadless pacemaker (lp). Once the lp was fixated inside the patient, the lp was unable to enter long tether mode. As the lp was being unfixated, the helix stretched. A different lp was used to complete the procedure. The patient was in stable condition.

Manufacturer narrative:
Correction: section h6 - activation failure removed as it is unrelated to this product.